Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an in clinic evaluation, a slow ventricular tachycardia was observed in real time in which this device did not deliver a shock as expected, based on system programmed settings. The physician reprogrammed during the elevated rate, so as to lower the shock zone detection criteria at which time a system shock was delivered. The physician stated the patient tolerated the increased ventricular rate well without any adverse effects. Data was submitted for a technical services (ts) evaluation and the device remained in the new programmed settings. Ts review of the provided data confirmed that the vt had a poor correlation with the acquired template. The vt was monomorphic but exhibited a narrow qrs complex. Ts stated that for device treatment of this observed arrhythmia, the physician would need a single zone programming, thus loosing potential discriminators for svt rates and further stated that template acquisition or a template update would not be sufficient. However, another option would be to explore device performance in the other sensing vectors to check if the qrs would increase in width during this arrhythmia detection. To date, this device remains implanted and in service.